Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 7 years and 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that the patient presented to the hospital with complaints of pump stoppages occurring while the system was connected to the power module. The patient was reportedly asymptomatic. Log files submitted to the manufacturer's technical support representative for review revealed multiple pump stoppages. On (B)(6) 2016, the manufacturer's technical services representative performed an onsite percutaneous lead repair based on unspecified x-ray findings. Pump stops reoccurred after this repair and a second repair was performed, replacing the maximum length of the external percutaneous lead. Pump stops reoccurred again after the second repair. The patient reportedly remained stable until undergoing a pump exchange on (B)(6) 2016.

Manufacturer narrative:
The evaluation of the returned pump confirmed internal and external driveline wire damage that would have contributed to the reported event. The pump was returned assembled with the driveline cut approximately 1 inch from the pump housing and 32.5 inches of the distal portion of the driveline was also returned. Two driveline segments from the percutaneous lead replacement measuring 10 inches and 20 inches, respectively, were previously returned for examination. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Each driveline segment was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to evaluate the underlying wires. Visual examination of the 32.5 inch segment of the driveline revealed a breach to the insulation of the yellow wire, approximately 14.5 inches internal to the driveline repair. The yellow wire redundantly supports motor phase 1. Further evaluation of the 10 inch segment of the driveline revealed breaches to the insulation of the brown and red wires at the nipple housing of the metal connector. The brown wire redundantly supports motor phase 2 and the red wire redundantly supports motor phase 3. The observed wire damage appeared to be the result of repetitive flexing. The remaining segments of the driveline were then submerged in a saline solution for high potential testing to verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the yellow, brown, or red wires contacted the braided shield while operating on the power module, the resulting short to ground would have resulted in the alarms and pump stoppage evens that were confirmed based on the evaluation of the log files. The reported event also could have resulted from a phase-to-phase short if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.